Event description:
Upon investigation of electrode belt sn (B)(4), which was returned for an unrelated nonconformance, the electrode belt failed the te recognition test. The last patient to use the device did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. As received, the electrode belt failed the te recognition test. Upon investigation, the cable connecting the distribution node and front therapy electrode was found to be pulled from the strain relief. The root cause for the damaged cable was unable to be positively identified but is likely due to excessive force placed on the cable. No adverse event resulted from the damaged electrode belt. The last patient to use device did not report any deficiencies.